Event description:
On (B) (6) 2007, subject was implanted with a perigee sling and spinous fixation procedure. On (B) (6) 2009, patient reported hyperophi length of the cervix. Severity as severe, not related to device but definitely related to the procedure. Intervention: surgery: trachelectomy. Resolution: resolved on (B) (6) 2009.